Event description:
It was reported that the console power output was low. There was no patient involved in the event.

Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer's site. The fse confirmed the low power allegation the fse recalibrated and adjusted the pyros and cleaned and verified all optics and alignment was completed. The DHR review showed no issues related to the complaint, and the IFU instructs users to ensure proper calibration and verification of system components. Based on the available information, the most probable cause is an expected component failure. After the field service engineer (fse) recalibrated the pyros and aligned the optics, the unit met specifications and functioned as intended. No design or manufacturing issues were identified.

Event description:
It was reported that this console output power was low. No patient involvement.